Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis

Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. X-ray imaging confirmed an externalized conductor on the rv lead. The rv lead was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.